Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of vibration failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 23 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning. During investigation for unrelated complaints, there were 4 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 23 malfunction events. A review of the events indicated that the one touch ping model pump experienced a vibration issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-63 years of age and between 30 and 165 pounds. Of the reported patients, 8 were male, 15 were female, and were unknown.